Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative. It was reported that the cause of the inability to aspirate the catheter was not determined. It was also reported that the pump had been discarded as it was removed as part of an elective replacement procedure. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8709sc lot# n243478002 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 500 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that, during an elective pump replacement procedure, the hcp was unable to aspirate drug or csf from the catheter access port. The hcp reportedly decided to replace the spinal segment of the patient's catheter. The spinal piece of the catheter was explanted and discarded. The previously implanted pump segment connected to the newly implanted spinal segment. According to the report, there were no changes in the efficacy of baclofen pump therapy. No factors that contributed to the event were reported. The issue was considered resolved at the time of the event. The patient's status was listed as "alive, no injury". No further complications were reported.